Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent a laparotomy 10/3/2006. An absorbable hemostatic agent was utilized on the left side of the bladder to treat bleeding. Twelve weeks later the patient required a revision operation due to a bladder ¿ skin fistula. During the procedure four greenish oblong foreign bodies were retrieved inside the bladder. No additional information has been provided.